Event description:
It was reported that during the pt's hemodialysis treatment, the pt became anxious, restless, and began to hyperventilate. The pt received oxygen and was reported to suffer a respiratory arrest. Ems (emergency medical services) was called. The pt was transported to the hospital where she was admitted. It was reported the machine was evaluated by the facility biomedical technician and "passed all functional tests". There is no allegation of device malfunction. Sample was discarded.

Manufacturer narrative:
This report is being submitted as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported hospitalization and expiration after an alleged respiratory arrest during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference MDR #'s: 1713747-2013-99940, 1713747-2013-00362, 8030665-2013-00581, 3005162618-2013-00023, 3005162618-2013-00024, 2937457-2013-00177.